Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was in the 100 to 150 mg/dl. Customer's sensor glucose level was 50 mg/dl. The sensor glucose and blood glucose readings have been off by 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised they do not take the device seriously and did not want to continue troubleshooting. Customer was advised to monitor the device and call back if any issues recur.